Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus option on their insulin pump stopped working. They stated that they are unable to bolus or get into any other options. Their blood glucose was 422 mg/dl. They got an unexpected restart alarm. The customer said that the pump was not recently stored nor out of use for an extended period. They were advised to disconnect from the pump and were assisted with rewind. Explained that this was normal pump behavior and that resetting the time would resolve the issue. They also received a battery out limit alarm which, after troubleshooting, was determined was normal pump behavior. The high blood glucose was determined to be because the customer was not able to treat with the pump because the battery was dead. He stated that his blood glucose is under control. The insulin pump is not being returned for analysis.